Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. Testing confirmed intermittent responses to button presses on the keypad for all the buttons. Multiple button presses are required before the buttons will engage. Observed damage to the keypad-the keypad is peeling around the edges between the up arrow button and the contrast button. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Event description:
The patient claimed that the up/down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.